Manufacturer narrative:
An additional reportable malfunction was observed upon receipt and evaluation of the device by olympus; front panel blinked constantly and the scope detection slide was not functioning. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the light source was displaying an unspecified error code during preparation for use. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "front panel keeps on blinking" occurred due to lock mechanism and the scope detecting function do not work. Olympus will continue to monitor field performance for this device.